Event description:
During percutaneous coronary intervention (pci), the balloon ruptured. Pci was being performed on a 75% de novo lesion in the proximal left circumflex that was slightly tortuous and moderately calcified. Direct stenting was performed with a 3.0x18mm cypher stent although it took time to cross the target lesion due to the vessel's calcification. While inflating the unit, the balloon ruptured at 14 atm. Intravascular ultrasound (ivus) was conducted and the stent was under-dilated and so the stent was post-dilated with a high-pressure 3.0 quantum maverick balloon and the deployment was completed safely. The physician was worried about the "crossability" of the stent at the distal section of the target lesion. Therefore, a 2.75mm taxus stent was deployed at the distal end of the initial cypher stent and overlapping. There was no pt injury reported. The product will be returned for analysis. The physician commented that he felt a need for pre-dilation with a balloon. It took longer than usual to cross the target lesion with the cypher due to the high calcification. There was also a possibility that the balloon ruptured during delivery.

Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed.